Manufacturer narrative:
A complete lead was returned in one piece measuring 45.8 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination found the lead bent at the distal end due to procedural damage and the inner coil overtorqued due to procedural damage . No conductor fractures or internal shorts were noted. The reported events of failure to extend helix and unspecified electrical anomaly were not unconfirmed.

Manufacturer narrative:
This product is registered as a combination product. This device was reported for an unknown electrical anomaly. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a device implant. During the procedure, the physician tried to implant the right atrial lead. The values were not satisfactory in the initial position due to an electrical anomaly so the physician attempted to reposition the lead. When the physician tried to extend the helix in the new position, it would not extend. The lead was removed and replaced during procedure on (B)(6) 2020. The patient was recovering from the procedure.